Event description:
It was reported that a patient death occurred. The target lesion was in the middle left anterior descending artery. A 1.25mm rotapro and rotawire were selected for use in the atherectomy procedure. The 1.25 rotapro was advanced to the lesion and several passes were made. The rotawire detached and the rotapro burr perforated the artery. The patient condition worsened and the patient died.

Manufacturer narrative:
Event date was not provided at the time of reporting. The first date of the month of the aware date was selected.